Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. The lead configuration was reprogrammed for a better shock impedance value. It was noted that later troubleshooting actions will be considered at a later time. The lead remains in use. No adverse patient effects were reported.